Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately high. The pt indicated that the alleged issue started on (B) (6) 2010, at 6:30 am. The pt reported a blood glucose reading of "511 mg/dl." Around the same time the alleged issue began, the pt administered self-treatment by taking a usual dose of fast-acting insulin. At 7:00 am that same morning, the pt claimed that she developed symptoms of shakiness, sweating, nausea, and a headache. The pt went to an emergency room (rm) and had her blood glucose tested at around 8:30 am. The ER obtained blood glucose readings of "53 and 73 mg/dl." The ER gave her an IV (unk contents) and blood pressure medication. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia a 1/2 hour after taking insulin based on a meter reading.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.